Manufacturer narrative:
The access accutni+3 reagent was not returned for evaluation. An assignable cause of the reproducibly elevated and imprecise troponin I (access accutni+3) results is unknown and cannot be determined with the available information. Beckman coulter (bec) internal identifier for this event is (B)(4). All mdrs associated with this event: 2122870-2016-00236, 2122870-2016-00237.

Event description:
The customer reported obtaining false elevated troponin I (access accutni+3) results on the laboratory's unicel dxi 600 access immunoassay system (serial number (B)(4)) for the first sample drawn for one (1) patient. MDR 2122870-2016-00237 will address the access accutni+3 results obtained on (B)(6) 2016 for this same patient. On (B)(6) 2016, an initial access accutni+3 result of <0.03ng/ml was obtained on the patient sample. Repeat testing was ordered and the sample was repeated on the same unicel dxi 600 immunoassay system with a result of 0.06 ng/ml. The results were released outside of the laboratory and the patient was admitted to the telemetry unit. There was no report of additional change or impact to patient care or treatment in association with this event. System parameters including calibrations, quality control (qc) and system checks were within assay/instrument specifications. Two fifteen (15) repetition precision runs were performed and both passed within assay specifications. The patient's sample was collected in 13x75 mm becton dickinson (bd) lithium heparin plasma tubes. Centrifugation information is unknown. The samples were stored at room temperature and run shortly after being drawn. The customer notes no issues with sample integrity. There were no error messages on the analyzer at the time of this event.